Manufacturer narrative:
PMA/510(k) #: this specific zilver device is currently not cleared / approved in the us. However, this device is considered 'similar' to other zib6 stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor released a 4cm stent despite 8cm as described on the box and the handle of the delivery device. He had to implant a second 6cm stent in order to treat the whole target.

Event description:
Doctor released a 4cm stent despite 8cm as described on the box and the handle of the delivery device. He had to implant a second 6cm stent in order to treat the whole target.

Manufacturer narrative:
PMA/510(k) #: this specific zilver device is currently not cleared / approved in the us. However, this device is considered 'similar' to other zib6 stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: the zib6-40-10-8.0 device of lot number c1515798 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution all zib6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1515798) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1515798. There is no evidence to suggest that the customer did not follow the instructions for use. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. Implantation of a zib6-40-10 4.0 labeled as a zib6-40-10 8.0 is not confirmed. The stent was implanted concertinaed to a length of 45mm. The stent was implanted through a severely irregular persistent stenosis of the intrapancreatic cbd. Implantation in irregular stenosis can extract the stent. Although pre­implantation angioplasty reduces the possibility of stent extraction, residual irregular stenosis caused by malignant biliary duct stenosis often cannot be eliminated with angioplasty. Although the stent likely was extracted, inadvertent forward pressure on the delivery system during deployment would also have contributed. 2. Although long enough to completely cover the lesion and concertinaed segment, the second stent was implanted short of the most concertinaed segment. Had the concertinaed stent been recognized, the second stent would have likely been implanted completely through the first. Greater stent coverage would have increased lumen diameter and because pancreatic cancer in-growth is certain, this would have extended patency. Root cause review: a definitive root cause of difficult patient anatomy was identified as per the imaging review ¿the stent was implanted concertinaed to a length of 45 mm. The stent was implanted through a severely irregular persistent stenosis of the intrapancreatic cbd (common bile duct). Summary: the customer¿s testimony could not be confirmed however the complaint is confirmed based on the failure verified in the investigation. The stent was implanted concertinaed to a length of 45mm as it was deployed through a severely irregular persistent stenosis. According to the initial reporter, an additional stent was placed to treat the whole target lesion. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.